Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar device (510(k)#) sold in the us.

Event description:
The customer alleges two days after placement a leak was observed just below the catheter hub.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen 7fr x 20cm catheter. A visual exam was performed and the catheter showed evidence of use but no defects or anomalies were observed. After leak testing, the catheter body was examined under magnification. Microscopic examination revealed a thin slice in the body. The slice had smooth edges with an appearance that is consistent with being cut by a sharp instrument. The slice was located on the catheter's body approximately 1 cm from the distal end of the juncture hub. The location of the slice was consistent with the slice identified during visual inspection. With the catheter body occluded, water was injected into the catheter luer hubs for each of the extension lines using a lab inventory 10 ml syringe. No leak was observed in the proximal or medial lumen. A leak was observed in the distal lumen. The leak occurred in the catheter body at a location 1 cm from the distal end of the juncture hub. The location of the leak was consistent with the slice identified during visual inspection. A device history record (DHR) review was performed on the catheter using a potential lot number as one was not provided by the customer. The DHR did not reveal any manufacturing related issues. The instructions for use (IFU) provided with this kit was reviewed as part of this investigation. The IFU directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU also cautions not to secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow and to not use scissors to remove dressing to reduce risk of cutting catheter. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The report that the catheter leaked was confirmed through visual and functional testing of the returned sample. The catheter body leaked from a slice in the distal lumen. The appearance of the slice was consistent with being cut by a sharp instrument. A DHR review was performed based upon sales history information and it did not reveal any manufacturing related issues. Based on the appearance of the leak site and since no leakage was reported during pre-insertion flushing, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges two days after placement a leak was observed just below the catheter hub.